Event description:
Per the clinic, the patient experienced poor retention due to thick skin flap and discomfort at the implant site, aggravated by patient's eyeglasses contact. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.